Event description:
It was reported that the atrial lead had rising threshold and impedance. The impedance was noted to be high. The atrial lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.